Event description:
It was reported that during testing conducted at the manufacturer facility the core universal driver was running without user activation while it was in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a worn reverse trigger and safety bar. The device was repaired and returned to the user facility.